Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Final analsys found that all three wires of the distal coil were fractured at 28 cm from the helix, due to cyclic stress. The distal insulation was damaged in the same area. A fractured distal coil was the cause of high lead impedance.

Event description:
It was reported that the atrial lead exhibited high impedance. The lead was explanted and replaced.